Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an endoscopic resection of esophageal cancer surgery, after fired with ecr60d, noted the staples malformed with irregular shape. Used suture to over-sew. There were no patient consequences reported. No additional information can be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/4/2020. D4: batch # r5875p. Investigation summary: the analysis results showed that one ecr60d cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.